Event description:
Case description: investigation results: product name: novofine plus 32g x 4mm. Batch number: not available. No investigation was possible, because neither sample nor batch number was available. Analysis results: ozempic 2mg, 3 ml. Batch rar0285. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updates with the following: investigational results added in qc comments. Investigational results and imdrf codes (b, c,d, and g codes) updated. Malfunction field updated. Narrative updated accordingly. Final manufacturer's comment: on 09-march-2026: the suspected device novofine plus has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus needle. Based on nature of events, needle breakage and needle injury could be related to incorrect handling of device. References included: reference type: e2b linked report. Reference ID#: (B)(4). (B)(6). Reference notes: same patient. Reference type: e2b company number. Reference ID#: (B)(4). (B)(6). Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2026-0001. Reference notes: medwatch 3500a MFR. Report number. H3. Continued: evaluation summary: investigation results: product name: novofine plus 32g x 4mm. Batch number: not available. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient put the needle inside their skin it bent and broke, it was still inside their skin [injury associated with device]. When patient put the needle inside their skin it bent and broke, it was still inside their skin [needle issue]. When patient put the needle inside their skin it bent and broke, it was still inside their skin [needle issue]. Medication spilled all over their hand and floor [device leakage]. Case description: this serious spontaneous case from the united states was reported by a consumer as "patient put the needle inside their skin it bent and broke, it was still inside their skin(needle injury)" with an unspecified onset date , "when patient put the needle inside their skin it bent and broke, it was still inside their skin(needle bent)" with an unspecified onset date , "when patient put the needle inside their skin it bent and broke, it was still inside their skin(needle broken)" with an unspecified onset date , "medication spilled all over their hand and floor(device leakage)" with an unspecified onset date and concerned a elderly female patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "diabetes", ozempic (semaglutide 1.34 mg/ml) from unknown start date for "diabetes", current condition: diabetes (type and duration not reported). On unknown date, the patient inserted the ozempic medication inside themselves and when they did that, felt the needle bent and broke (needle was inside their skin). The medication spilled all over their hand and floor. Batch numbers: novofine plus 4mm (32g) was not available ozempic: rar0285; action taken to novofine plus 4mm (32g) was not reported. Action taken to ozempic was not reported. The outcome for the event "patient put the needle inside their skin it bent and broke, it was still inside their skin (needle injury)" was unknown. The outcome for the event "when patient put the needle inside their skin it bent and broke, it was still inside their skin (needle bent)" was unknown. The outcome for the event "when patient put the needle inside their skin it bent and broke, it was still inside their skin (needle broken)" was unknown. The outcome for the event "medication spilled all over their hand and floor (device leakage)" was unknown. Reporter's causality (novofine plus 4mm (32g)) - patient put the needle inside their skin it bent and broke, it was still inside their skin (needle injury): unknown. When patient put the needle inside their skin it bent and broke, it was still inside their skin (needle bent): unknown. When patient put the needle inside their skin it bent and broke, it was still inside their skin (needle broken): unknown medication spilled all over their hand and floor (device leakage) : unknown company's causality (novofine plus 4mm (32g)) - patient put the needle inside their skin it bent and broke, it was still inside their skin (needle injury): possible when patient put the needle inside their skin it bent and broke, it was still inside their skin (needle bent): possible when patient put the needle inside their skin it bent and broke, it was still inside their skin (needle broken): possible medication spilled all over their hand and floor (device leakage): possible reporter's causality (ozempic) - patient put the needle inside their skin it bent and broke, it was still inside their skin (needle injury): unknown when patient put the needle inside their skin it bent and broke, it was still inside their skin (needle bent): unknown when patient put the needle inside their skin it bent and broke, it was still inside their skin (needle broken): unknown medication spilled all over their hand and floor(device leakage) : unknown company's causality (ozempic) - patient put the needle inside their skin it bent and broke, it was still inside their skin (needle injury) : possible. When patient put the needle inside their skin it bent and broke, it was still inside their skin (needle bent) : possible. When patient put the needle inside their skin it bent and broke, it was still inside their skin (needle broken) : possible. Medication spilled all over their hand and floor (device leakage): possible. Current location of device: unknown. Period of use: unknown.